Manufacturer narrative:
This report is submitted on september 27, 2022.

Event description:
Per the clinic, the patient experienced a performance decrement leading to device non-use. Subsequently, the patient was placed under general anesthesia on (B)(6) 2022, in order to test the device.